Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(4) has not yet been returned for evaluation. The evaluation will be included in a follow-up report. The consumables used during the event were discarded by the user facility and the lot numbers are not known.

Event description:
The user facility reported that during a percutaneous coronary intervention (pci) for left anterior descending (lad) stenosis on an 82-year-old male, upon the first injection of contrast, after the guide catheter was engaged, and nitroglycerin was provided to the patient, 1cc of air was injected into the patient. The patient experienced st-segment elevation for a duration of five minutes, evidence of myocardial infarction, and cardiac biomarker elevation.

Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(6) was evaluated on december 20, 2022. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The consumable kits used during the event were discarded by the user facility and the lot numbers were not provided. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. No cine-angiograms were returned for evaluation. This report is closed.